Manufacturer narrative:
The performance of the lead under complaint was scrutinized. Upon receipt, the lead was found dissected in two fragments, at approximately 24 cm distal to the is-1 connector pin. A 3 cm long portion of the lead was missing between the two received fragments. The analysis of the lead demonstrated multiple abrasion marks along the lead body. In particular, a rubbed through insulation was found at the is-1 connector. This insulation damage can be considered as the root cause for the clinical observation. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state as a result of interaction with the ICD can. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The impedance on the lead has risen over the last 2 months from 45 ohms to 55 ohms and there has been 10 episodes of noise on the rv and the ff channel since (B)(6) 2013 leading to inappropriate detection and device charge.